Manufacturer narrative:
Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Devices of multiple part numbers were implanted during the procedure including: part: 976-140 / lot: unknown (x1) - 40mm anterior cervical plate part: 876-814 / lot: unknown (x5) - 4.0 self-tap screws although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a control patient in a clinical study underwent an "extrapharyngeal anterolateral" surgery at c5-c6 and c6-c7. According to the report,"60 month films showed minimal, one-turn, back out of caudal screw which was stable. The patient was essentially asymptomatic, regarding [patient's] neck." It is unknown if fusion occurred for the patient. No treatment was provided and no patient complications were reported.